Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that the returned tasp exhibits signs of repeated use and is fractured on the medial side of the post. Not all pieces were returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a persona knee instrument fractured. No known adverse was reported. Attempts have been made and no further information has been provided.